Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's blood glucose level ranged from 156-400 mg/dl. Reportedly the customer changed pump supplies and reverted to manual injections for insulin therapy.